Event description:
Clinical subject (B)(4) underwent tka after scp.

Manufacturer narrative:
Subject (B)(4) /oberd ID (B)(4) underwent a total knee arthroplasty on their left knee on (B)(6) 2018 due to osteoarthritis after an initial subchondroplasty procedure. No adverse events were recorded in index surgery. At study specified 2 year follow up appointment scheduling, patient contacted surgeon¿s office on 01/10/2019 indicating that they had a tka performed by another surgeon on (B)(6) 2018 and would be withdrawing from the study. No additional information regarding the patient condition or surgical evaluation at the time of the tka surgery is available. The complaint is being closed as progression of disease. The product was not returned for the investigation, as it remained implanted. A review of the DHR was unable to be completed as the lot number for the device in question is unknown.

Manufacturer narrative:
Subject (B)(6)/oberd ID (B)(4) underwent a total knee arthroplasty on their left knee on (B)(6) 2018 due to osteoarthritis after an initial subchondroplasty procedure. The responsible physician on the case reported the osteoarthritis was possibly related to scp but not related to accufill. In an effort to be conservative, this complaint is being treated as a serious injury and will be investigated further. Once additional information becomes available, a follow-up report will be submitted.

Event description:
Clinical subject (B)(6) (oberd ID (B)(4)) underwent tka after scp.